Event description:
It was reported that the patient complained of feeling 'poor,' and the atrial lead exhibited decreased impedances, loss of capture, and undersensing. It was determined that the atrial lead had perforated the heart, causing a tamponade. The tamponade was drained and the lead was examined, where the physician discovered that the tip of the lead was protruding from the heart. The tip of the lead was cut, and the atrial lead was programmed off as a result. Additionally, it was noted that the right ventricular (rv) lead exhibited a rise in thresholds. The rv lead outputs were reprogrammed, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.